Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) leading to it being previously removed. A reimplant surgery was performed in which a new aus was implanted. The patient was reported to not have experienced any further complications. No more information available at the moment, further information was requested.